Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received. A review of the downloaded data log did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.